Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was limb occlusion on the bifurcated stent graft. The patient will be monitored. No additional clinical sequelae were reported. The physician commented that a bare stent had not been implanted because the device was landed on the external iliac artery. Percutaneous transluminal angioplasty is planned as treatment.